Event description:
An account reported that a tip shear occurred when a gel mark was used to place a marker in the patient's breast. The sheared tip remained in the mammotome probe and not in the patient's breat. There was no patient adverse effect.